Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. The thermocool smarttouch sf catheter used in the procedure had complete noise signal on map 3-4 and black electrodes in the carto map. Because of the black electrodes (no signal), the force sensor always showed sheath error and force could not be monitored. Reconnecting and a new cable did not solve the issue. A new catheter was used without further issues to treat the patient successfully. The procedure was delayed due to the reported event by 5 minutes. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-sep-2025, observed a hole on the pebax with internal parts exposed. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax with internal parts exposed on 25-sep-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 18-sep-2025. A visual inspection and screening test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed a hole on the pebax with internal parts exposed. A screening test was performed, and the device was recognized correctly; however, errors 80 (invalid force measurements) and sh were observed, noise on the fourth electrode and the third and fourth electrodes were displayed black on the screen due to an open circuit in the shaft area. A manufacturing record evaluation was performed and no internal action was found during the review. The force issue, electrical issue and visualization issue reported by the customer were confirmed as the open circuit could be related to the described event. The potential cause of the open circuit could not be established conclusively. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The pebax damage is unrelated to the issue reported by the customer. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Regarding the electrical issue, the carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise signal,¿ ¿black electrodes in the carto map¿ and ¿force sensor always showed sheath error and force could not be monitored¿ issues. In addition, biosense webster inc. Analysis finding of the ¿open circuit in the shaft area¿. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole on the pebax with internal parts exposed¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).